Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored and no charge/battery lasts less than expected noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery related alarms or unexpected charge/battery lasts less than expected noted during testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2025. There was no data available to verify if the customer experienced charge/battery lasts less than expected or an unexpected power loss of less than 7 days per the pump history records. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 27-aug-2024 in the formatted history file. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case of the pump during analysis. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected was unknown. Customer alleged for keypad anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and customer reported pump was damaged , a low battery alarm, stuck button alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-1884l.